Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on march 13, a distal clavicle fracture was stabilized using a variax clavicle plate. During a follow-up visit on march 23, loosening of some of the screws on the distal side was noted; during another visit on march 30, it was confirmed that the loosening had worsened. Pain was also noted."